Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were planning to get their system replaced because they were urinating so often they thought the new one would be better for them. They provided the event date as 'probably a good 6 months ago'. They stated right now the leads were to their bladder and they were going to have the lead go to the sacral nerve. They were scheduled for replacement surgery on monday to have their system replaced with the new, MRI compatible version. They were redirected to their healthcare provider to further address the issue.